Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
Reference MDR #1219856-2009-00612 for the first event involving same pt. The pt is in severe hypotensive state. Cardioverted to sinus rhythm with bigeminy. The advanced practice nurse (apn) stated that pump won't pump in autopilot, missing beats. Apn was utilizing operator mode because she wanted to have control over triggers as she did not feel like autopilot was tracking changes in pt's rhythm appropriately. Apn also stated that when she had attempted to place pump in autopilot, it "wouldn't pump at all." The clinical support specialist (css) had apn change modes from operator to autopilot. Pump began pumping again in autopilot utilizing pattern. Apn is in a 1:2 assist ratio and said pump is missing some of the premature ventricular contraction's (pvc) although well perfused. Apn asked css if "she should go back into operator mode and manage it herself?" Css explained that she could do that, but with the rhythm abnormality it will be difficult to manage pt optimally. Css also explained loss of the wave timing when utilizing operator. Css then had apn disconnect EKG source from pump to force arterial pressure trigger. Apn stated that pump was pumping much better and not dropping any beats. Css suggested that apn continue pumping in this manner until a stable rhythm return and can then reconnect EKG cable.